Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Two wands were used unsuccessfully. The device has been implanted since 2008 and its believed to be at end of life (eol). Patient is not in latitude. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Two wands were used unsuccessfully. The device has been implanted since 2008 and its believed to be at end of life (eol). Patient is not in latitude. The device remains in service. No adverse patient effects were reported. Later on, it was discovered that the patient's device had been explanted and replaced by a competitor's device previous to the interrogation attempt.